Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed frequent e006 errors during a therapeutic transurethral resection in saline (turis) procedure. The procedure was completed with no delay, using an olympus back-up device. There was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. Correction: d4, d8. The device was returned to olympus for inspection. Based on the results of the investigation and information provided, the event reported by the customer was not confirmed. Therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.